Event description:
The device was implanted on 3/30/95, for the epidural (according to the op note) infusion of morphine for treatment of pain. On 3/11/97, the MFR's clinical rep was present for a device refill attempt was easily accomplished. Pt reports lack of pain control; however, pt appeared comfortable. Pt is very knowledgable about her treatment, body, the device workings and her catheter subcutaneous et al. The calibrated flow rate of the device is 1.0ml/day. The actual flow rate of the device today 3/11/97 is 0.794ml/day. This is a new physician who has never taken over managing the pt's pain. The physician increased the pt's morphine dosage from 6mg/day to 8mg/day. The pt's next device refill is scheduled for 4/21/97. No further details are available at this time.

Manufacturer narrative:
On 6/3/97, the facility nurse informed the MFR's clinical rep. The patient was seen 6/3/97, for a device refill. The return volume of the device = 16.5cc (same as last time), refill period 42 days. The pateint had few complaints of pain. The patient informed the facility nurse and the physician that the pain starts at day 39 of cycle; however, on day 39, 40 and 41 she painted her house. On 6/4/97, a MFR rep. Was informed by the facility nurse that the device is functioning and the patient's morphine was increased to 11mg/ml. The facility nurse also informed the MFR's rep. Of the patient's house painting activities as noted above. The device is to remain implanted and continue to be utilized in the patient's treatment until the physician feels that the device is no longer useful in the patient's therapy regimen. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the the device history record did not reveal any mfg variances related to this event. Therefore, based on the info available and due to the unavailability of the device, no conclusion cna be drawn as to the cause of this event. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Manufacturer narrative:
On 4/21/97, the MFR's clinical rep. Informed the MFR's product complaint associate (pca) that the patient had a change of plans and would not have her device refilled until 4/22/97. Further communication with the physician's nurse on 4/21/97, revealed that the patient continues to complain that the device is not functioning properly. Additionally, the physician's nurse stated that the patient was sent to a neurologist to have needle placement checked and needle placement was fine. The patient's physician also wanted the patient to have a dye study performed; however, the patient refused because it was too far away. The physician's nurse stated that the patient is due in on 4/22/97 instead of 4/21/97, as scheduled. The patient's morphine concentration would be adjusted to 10mg to increase the patient's pain relief. The patient's next device refill will be scheduled for 6/2/97. On 4/25/97 the physician's nurse informed the MFR's clinical rep. That the patient was seen on 4/22/97, for a device refill and the morphine dosage was increased to 10mg/cc. The patient denies complete relief, but will let the physician's office know how she is doing. The physician's office know how she is doing. The physician's nurse stated that the patient appeared confortable and seems to have gained some weight. The neurologist seems to think that the patient is receiving pain control and that the "device is functioning". The return volume of the device = 16.5cc, refill period = 42 days which was less than the return volume of the 3/11/97, device refill (19cc) and the flow rate = .797ml/day which increased from .794ml/day. No further details were provided at this time.